Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Consumables the adapter passed the optical inspection. Corrective actions the problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013 patient's mother reported he had a low blood glucose episode and had to be hospitalized. Mother stated the episode occurred on 03/14/2013. Mother reported the patient's blood glucose had been relatively normal and he had not had any unusual physical activity or lifestyle changes. Mother stated around 10:44 am, the patient tested his blood glucose level and got a reading of 79 mg/dl. Mother reported he then took an 8.4 unit bolus of insulin based on what he was going to eat for lunch and then ate lunch. Patient's normal blood glucose range is 80-250 mg/dl. Mother stated after about an hour and a half the patient passed out in the hallway and had a seizure. Mother reported the paramedics were called and treated the patient with sugar. Mother stated the patient was incapable of self-treatment. Mother reported that when the paramedics checked his blood glucose level it was 34 mg/dl. Mother stated the paramedics took the infusion device off of the patient and took him to the ER. Mother reported the patient continued to receive treatments for his low blood glucose level; was unknown how treatment was administered. Mother stated the patient kept bottoming out and kept having low blood glucose levels and continued to receive treatment of sugar. Mother reported patient was transferred to another hospital and then admitted to the hospital. Mother stated the patient did not receive any more treatment after he was admitted to the hospital and was placed on his backup infusion device. Mother reported the patient's blood glucose level has been normal since he was placed on his backup device. Mother stated the cause of the low blood glucose level could not be determined and that the doctor stated that the cause must be the pump. Mother reports that the infusion set and cartridge have been discarded. Patient was discharged on (B)(6) 2013. Product was replaced and requested return of the alleged infusion device and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.